Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that "there was a false contact during the section that caused a hole in the bladder during a procedure." Two physicians reported separate incidents. First physician reported that when the pedal was activated, the plasma took a long time to activate, not cutting on the surface but in depth. No patient injury was reported. The second physician reported that the same problem occurred during the bladder resection procedure which generated a hole in the patient's bladder. A change of the cable was done during the procedure however, the problem persisted. Additional information has been requested, but no information has been received at this time. There were no reports of further patient or user harm associated with this event. This report is for the first physician incident and is related to the following linked patient identifiers: second physician incident: (B)(6) - electrosurgical unit. (B)(6)- first cable. (B)(6)- second cable.

Manufacturer narrative:
A technician checked the subject device at the hospital and the allegation was not confirmed. Inspection results were: control compliant device without finding a fault/measurement of power output reading all compliant. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.